Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. (B)(4).

Event description:
The customer reported via phone call that she was low last night and when she woke up her blood glucose was 498 mg/dl. She felt nauseated as a result, and treated with a bolus delivery. The insulin pump was inspected and no apparent anomalies were noted. A high pressure test was declined. However, the customer mentioned that there was a crack near the battery compartment. Troubleshooting was initiated for the physical damage. The customer mentioned that the crack started as small but progressively increased in size. She is unsure of how the damage occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.